Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of no display on the system monitor was confirmed. The system monitor (serial number: (B)(4) was returned to service depot and was evaluated and tested on 25oct2022. The system monitor was connected to a test fixture and powered on. The system monitor printed circuit board (pcb) powered on, but the display did not which confirmed the reported event. Upon further analysis the issue was traced to the main pcb. A po for the repair of the unit was requested. However, after multiple attempts it was not provided. No further testing was performed, and the unit was returned to the customer unrepaired and labeled ¿not for human use¿. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(4) was manufactured in accordance with manufacturing and quality assurance specifications. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿). Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU. Per the power module IFU (section 9.0 ¿routine maintenance¿), users are instructed to regularly inspect the equipment for damaged pins and connectors, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department. No further information has been provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor would not display information.